Event description:
It was reported that, "the pt had a tka approx one year ago and the pt has had a valgus knee since the original implantation. Surgeon called and asked for a customer implant with 2 degree of lateral build up. The customer implant seemed to fix the problem at the time of surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.